Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
User facility reported that product was in use with pt infusing noradrenaline at a rate of 1ml/hr. According to report, the infusion line and syringe required to be changed, the pt's access was via a cvc, and the pump was connected directly to the cvc. Cvc line clamped, and syringe and line changed swiftly, line unclamped, the pt rec'd a bolus of noradrenaline. The pt's systolic blood pressure increased to 190 mmhg and became bradycardic. Infusion was stopped until pt systolic blood pressure reached 130 mmhg and infusion was re-started. The pt's blood pressure continued to decrease once infusion re-started. Reporter states infusion rate was increased to 5 ml/hr, then 10 ml/hr in effort to address decrease in blood pressure. No permanent adverse effects reported.